Manufacturer narrative:
A review of the device history record for lot number 20191107-23-sh revealed it was manufactured on november 14, 2019. Based on the supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.160 g / 10 pieces. No sample was returned to the supplier for investigation, but photos were provided. A review of the photos revealed no obvious lint found on the surface of the product. According to supplier, operation room towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). D. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Manufacturer narrative:
A review of the device history record for lot number 20191107-23-sh revealed it was manufactured on november 14, 2019. Based on the supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.160 g / 10 pieces. No sample was available at the time of the investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Scrub nurse reported linting from blue towels before open heart surgery procedure. The lint was found when the scrub nurse was drying her hands for the first patient. There was no injury or adverse event.